Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a protruded drive support cap. The customer stated that it came out during prime and insulin squirted out. Blood glucose value is unknown. The customer stated that the drive support cap is now flush because he pushed it back in. He declined troubleshooting. Customer was advised to discontinue the use of the device. A loaner insulin pump would be sent but product would not be returned for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the prime test due to a loose drive support disk. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.